Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and without the device to analyze, a cause for the reported unintended movement (clip open ¿ efaa/establish final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with a grade of 4. The clip was advanced to the mitral valve and grasping was performed. However, establishing final arm (efaa) failed, the clip opened. The clip was not implanted and was replaced. A total of two clips were implanted, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.